Event description:
Philips piic ix rev 4 with mx450/x3 (software p.01.04) reporting alarm "check password" resulting in alarm fatigue. Error occurring intermittently and sporadically around the healthcare facility. Passwords are correctly configured on the device as expected. Communications with vendor started to track system error.